Manufacturer narrative:
H2) additional information: medtronic received additional information that a new non-medtronic ethernet cord was installed which resolved the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: cable 9735843, camera ethernet kit, s8 svc. Device evaluation has not been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while setting up for a showcase, the localizer was not connected. The camera had a localizer fault. Troubleshooting was done and it was confirmed the ethernet cord in the camera arm was plugged in. The light on the power over ethernet (poe) ejector was red. It was recommended that they connect the ethernet directly from the camera to the poe ejector. The light on the poe turned green and the localizer connected. There was no patient present at the time of the event.

Manufacturer narrative:
H6: device code updated from c62961 to c133578. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-06 (B)(4) (rep): medtronic received information regarding a navigation system used outside of procedure. It was reported that while setting up for a showcase, the localizer was not connected. The camera had a localizer fault. Troubleshooting was done and it was confirmed the ethernet cord in the camera arm was plugged in. The light on the power over ethernet (poe) ejector was red. It was recommended that they connect the ethernet directly from the camera to the poe ejector. The light on the poe turned green and the localizer connected. There was no patient present at the time of the event. 2020-jun-04 e1 (rep): no new information. 2020-06-23 e2, e3 (rep): additional information received from a manufacturer representative indicated the navigation went to another manufacturer representative, but the ethernet cable was not replaced because they did not have experience the reported issue. Since the onset of the covid-19 pandemic, the system had not gone anywhere. The manufacturer representative was still in possession of the replacement cord.